Manufacturer narrative:
B3-date of event is estimated. A patient experienced an infection at the anchor incision site was reported to abbott. Surgical intervention was undertaken wherein the leads, ipg were repositioned, and anchor incision sites cleaned. Patient was also treated with antibiotics to address the issue. The patient is receiving adequate pain therapy and is being sent to infectious disease specialist. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number 1627487-2024-08139, related manufacturer reference number 1627487-2024-08133, related manufacturer reference number 1627487-2024-08134, related manufacturer reference number 1627487-2024-08135. It was reported that patient experienced an infection at the anchor incision site. Surgical intervention was undertaken wherein the leads, ipg were repositioned, and anchor incision sites cleaned. Patient was also treated with antibiotics to address the issue.

Manufacturer narrative:
A patient experienced an infection at the anchor incision site was reported to abbott. Surgical intervention was undertaken wherein the leads, ipg were repositioned, and anchor incision sites cleaned. Patient was also treated with antibiotics to address the issue. The leads and anchors were explanted and the ipg was left implanted at later date. The patient is receiving adequate pain therapy and is being sent to infectious disease specialist. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads and anchors were explanted and the ipg was left implanted.